Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to hospital with a gastrointestinal (gi) bleed. When admitted, the patient was noted to have decreased vad estimated flows. The site reported that the decreased flows were not related to the pump. The site plans to treat the patient with blood transfusions. No further patient complications have been reported as a result of this event.